Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the mildly calcified, moderately tortuous mid right coronary artery. The physician dilated the lesion with a 3x15mm non-bsc balloon with three inflations at eight atms. After ivus imaging the physician dilated the lesion four more times at twelve atms and then advanced the 4x12mm veriflex stent to the lesion but was unable to cross. During removal resistance was encountered at the distal tip of the non-bsc guide catheter and the proximal edge was flared. The device was removed intact. No complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the mildly calcified, moderately touruous mid right coronary artery. The physician dilated the lesion with a 3x15mm non-bsc balloon with three inflations at eight atms. After ivus imaging the physician dilated the lesion four more times at twelve atms and then advanced the 4x12mm veriflex stent to the lesion but was unable to cross. During removal resistance was encountered at the distal tip of the non-bsc guide catheter and the proximal edge was flared. The device was removed intact. No complications were reported and the patients¿ status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified no kinks along the entire length of the shaft. The proximal edge of the stent was damaged. No other damage was visible along the crimped stent. The balloon did not appear to have been subjected to any positive pressure. An examination of the distal tip section of the device identified no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states "do not attempt to pull an unexpanded stent back into the guiding catheter while engaged in coronary arteries, as stent damage or stent dislodgement from the balloon may occur". (B)(4).